Manufacturer narrative:
A document review of the pieces involved was performed: cocr ball head 01.25.012 lot 111570: 60 pieces produced. No anomalies were found concerning the problem that occurred. The washing cycle for metal components were run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Thirty heads belonging to this lot have been already implanted and no other incidents have been reported up to now. Versafitcup cc acetabular liner (k103352) ref. (B)(4), lot 104596: 45 pieces produced. No anomalies were found concerning the problem that occurred. The washing cycle for metal components were run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Twenty liners belonging to this lot have been already implanted and no other incidents have been reported up to now. The cup associated with the liner is not registered in the USA: however we checked the batch and everything was fine. On the basis of the batch records review, the event is likely not device related, but could be due to a wrong movement done by the pt during the immediate post-operative phase or an initial malpositioning of the implants.

Event description:
Six days after the surgery the pt felt pain. X-rays showed a dislocation. They did a reposition under anesthesia twice but it did not help. They decided then to do a revision surgery and change cup, liner and head. The pt is now without pain.